Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned and is pending evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly ruptured (atm unknown) circumferentially and detached in a stenosed vessel. It was further reported that the balloon allegedly was difficult to retract through the sheath. A cutdown procedure at the access site was required to insert a fogarty catheter to dilate the vessel and remove the detached segment. Reportedly, it was unknown if another balloon catheter was used to complete the procedure. The patient was reported as doing well post procedure.

Event description:
It was reported that during the third inflation, the pta balloon catheter allegedly ruptured at 8 atm circumferentially and detached in a venous stenosis that had been previously stented. It was further reported that the balloon allegedly was difficult to retract through the 6fr sheath. A cutdown procedure at the access site was required to insert a fogarty catheter to dilate the vessel and remove the detached segment with forceps. Reportedly, the stenosis was successfully treated and the fistula was patent immediately following the procedure. The patient was reported as doing well post procedure.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the device returned in three segments. A complete circumferential rupture was noted in the balloon material with the distal portion of the balloon detaching into two separate segments. Additionally, the inner guidewire lumen was returned with a complete detachment distal to the distal marker band. The inner lumen was found to have stretched distally. Therefore, the investigation is confirmed for the reported circumferential rupture, as well as for balloon and catheter detachment. Based on the stretched inner lumen, bunched balloon material, and detached components, the investigation is also confirmed for retraction issues. It is likely that the balloon rupture contributed to difficulty removing the balloon from the sheath and the balloon and catheter detachments. However, the definitive root cause for the balloon rupture is unknown. The definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.